Manufacturer narrative:
B5: the reporter indicated that a 12.1mm, tmicl12.1, -8.0/1.5/075 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was repositioned due to low vault with rotation but it did not resolve the problem. On (B)(6) 2020 the lens was explanted and the problem resolved. H3- device evaluation : lens was returned in liquid, in specimen cup. Visual inspection found no visible damage to lens. Claim # (B)(4).

Manufacturer narrative:
Additional information: b5:the reporter indicated that a 12.1mm, tmicl12.1, -8..00/1.5/075 (sphere/cylinder/axis) implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. Patient experienced lens rotation. Surgeon attempted to rotate lens back into position, but lens rotated again. Lens was explanted. No patient injury was reported. Additional information been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted. H6- work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
Age or date of birth: unk. Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. (Expiration date): unk, no serial number reported. Implant date: unk. (Device manufacturing date): unk, no serial numbers reported. (B)(4).

Event description:
It was reported that a toric icl patient experienced lens rotation. Surgeon attempted to rotate back into position but lens rotated again. Doctor plans to explant lens. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.